Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the posterior portion of the foot was broken off and was not returned. About 3/4 inch of monofilament was exposed at the guide and the needle tip was still attached to the rail end. A posterior cuff miss also occurred because the posterior cuff was not engaged to the needle tip. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Also, failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. Since the needle trajectory of every device is checked twice during manufacturing, the most probable cause for the posterior foot break and posterior cuff miss is related to operational context in the use of the device. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. There were no manufacturing or quality deficiencies detected that could have contributed to the failure mode of this incident.

Event description:
It was reported that a physician using a proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequelae. Though requested, no additional information was provided.